Event description:
Upon attempting to use the gia 80 blue stapler reload, no staples fired into the bowel and there were no apparent staples to have come out of the device. However, the device's cut feature was intact. Manufacturer response for surgical stapler, (brand not provided) (per site reporter): rep was involved with the initial malfunction.